Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece began overheating during an osteotomy of a metatarsal. There was no reported pt or user injury. There was a back up device available, but the surgeon completed the case successfully with the same device.